Event description:
Team member attempted to administer prevnar 13 vaccine. Prior to administration the team member was unable to pushed medication and eject air bubble from syringe. Needle discarded and new needle applied, vaccine was then successfully administered. No harm to patient as this was discovered prior to administration.